Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the green reload accessory came off from the sureform 60 stapler instrument and fell into the patient`s abdomen before being used to clamp the colon. The customer stated that they had used another reload before the incident and there was no issues seen. The sureform 60 stapler instrument opened and closed properly. The sureform 60 stapler was removed manually from the abdomen and the reload which fell was retrieved through the port. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked after installing the green reload and nothing unusual was noted. The green reload fell inside the patient when the surgeon was grasping the colon to position correctly to divide/ separate the bowel. The reload was removed through an airseal port with the help of a laparoscopic fenestrated grasper by the assistant. It was indicated that a video recording of the procedure was available for isi review, but has not been provided yet.

Manufacturer narrative:
Based on the claim against the product by the customer noting the green reload came off from the sureform 60 stapler instrument, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has not received the instrument and reload involved with this complaint. A follow-up MDR will be submitted if the reload and instrument are returned (post failure analysis evaluation) or if additional information is received. A review of the system logs for the stapler and reload associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: logs show that the sureform 60 stapler was installed on the system 4x and fired 1 reload (1 green). On install 1, 2, and 4, there was no clamping or firing attempted. On install 3, since the white reload was not fired on the previous installs, the user was prompted to select the reload color via the surgeon console touchpad. The first clamp was completed successfully, and was followed by the firing with no pauses for compression. On the 4th install, a green reload was loaded, however, no clamping or firing was attempted, and the instrument was removed. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no errors in the logs. This complaint is being reported based on the following conclusion: it was alleged that the green reload fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.

Manufacturer narrative:
A review of the video clip was conducted by isi clinical development engineer, and it was confirmed through the video that the unfired green reload detached from the stapler at timestamp 2:00. There does look to be instrument collisions just prior to the incident. The following warnings are included in the sureform 60 user manual regarding intraoperative collisions and dislodged reloads: warning : while working inside the body cavity, do not collide the stapler with other instruments or hard surfaces. Doing so may cause the reload to dislodge or damage the instrument. Warning : if the reload dislodges during use, remove the instrument from the body and reseat the reload by hand. Do not attempt to reseat the reload by closing the jaws on the dislodged reload. Intuitive surgical, inc. (Isi) received the sureform 60 stapler green reload to perform failure analysis (fa). Upon visual inspection, the reload was inspected and appeared to be unused and unfired. The reload was found to have dislodged pushers at the distal end when the reload was disassembled in-house. No failures were observed during log review. Additional observations not reported by site: prior to disassembly of the reload, the cover was observed to be dislodged. The reload was found to have cartridge damage at the proximal end and some damage on the reloads surface near the pushers. This product was transferred to engineering for further investigation which confirmed initial fa findings, however failure codes were updated to match the complaint more accurately, with dislodged cover being the primary failure. The reload cover was observed to be dislodged. Additionally, qty 7 pushers had dislodged from their pockets and all 7 pushers were found and retained by the reload cover upon return. The cartridge, cover, pushers, and pusher pockets were microscopically inspected. Multiple locations on the cartridge, including both proximal phalanges, cover tabs, top surface, and reload cover, exhibited signs of mechanical damage. Multiple scratches and indentations could be seen at each of these locations; no material appeared to be missing. The dislodged pushers were not observed to have physical damage and were not dislodged due to firing, as the reload was not fired. All staples remained in the pockets and below the top surface of the cartridge. The cover tabs were measured with calipers and all tabs were in specification (4 x 0.370" and 0.440"). The stapler returned with this reload showed no abnormalities and was fully functional. Reloads installed into the stapler remained secured in the jaws throughout testing. There was no evidence that would suggest a design or manufacturing related cause for the damage observed. Damage to the reload cartridge and cover appear to be more likely related to mishandling, as damage suggests excessive external force. Improper installation can also lead to insecure attachment into the stapler jaws. The complaint states the reload fell into the patient and was retrieved manually through the port, suggesting the reload cover and pushers may have been dislodged prior to installation causing detachment from the jaws. Intra-operative collisions are another common cause of physical damage to accessories. The complaint regarding reload falling off was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Isi also received the sureform 60 stapler instrument to perform fa. This instrument was an incidental return and there was no complaint against the instrument to assess the effect of its failure. Fa analyzed the instrument and found no failures. The instrument passed initialization, recognition and engagement during in-house testing; moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sureform green 60 reload, and the reload was installed and removed from the jaws without any issues and stayed installed between the jaws during in-house testing. No failures were observed during log reviews.

Event description:
Refer to h10/h11 for follow-up information.